Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. No damage or missing plastic on the battery compartment was noted. Unable to verify the burned end cap sticker complaint due to the missing end cap sticker. No unexpected burn electronics during visual inspection noted. The pump was received with normal operating currents. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a stained back address label and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call indicating high blood glucose readings, damage, missing dome sticker and labeling anomaly. The customer's blood glucose reading was 400-500 mg/dl. The customer declined to troubleshoot for high readings. The customer reported no delivery alarm. The customer reported alarm to be resolved by infusion set change. The customer mentioned that there is plastic missing from the battery compartment. The customer also mentioned crack where the up and down buttons came straight off the corner of the screen. The insulin pump will be returned for analysis.